Manufacturer narrative:
Pump received with frozen display due to moisture damage at electronic assembly. Also received with moisture damage on the keypad, motor and vibrator assembly. Unable to perform the displacement and self test due to frozen display. Pump received with broken battery tube threads.

Event description:
The customer reported via phone call that their device has fluid under the lcd screen an they believe it¿s insulin due to a crack they noticed while replacing the battery. Report does not state whether the reservoir is able to lock into place. The customer¿s blood glucose level at the time of the incident is 210 mg/dl. Customer was advice to disconnect from device and to refer to their health care provider¿s instructions. No further details or information available. The device will be returned for analysis.